Manufacturer narrative:
A supplemental report will be submitted upon the completion of investigation.

Event description:
User called into emergency support program (esp) line during cs300 intra aortic balloon pump therapy, for assistance with a leak in iab circuit alarm. Usr stated the alarmed earlier and the pump was replaced. Now the second pump also alarmed the same. Then she disconnected and reconnected the helium tubing which resolved the alarm.the esp personel had reviewed and discussed the troubleshooting steps to the user in detail. The call was ended. No harm or injury reported.